Event description:
It was reported that the customer's insulin pump received an unexpected restart alarm as well as a external ram crc error alarm. Customer's blood glucose level at the time 129 mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).